Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The synchroseal instrument was analyzed and the jaw cover was found to have tearing. Tears measure from 0.026¿ to 0.238¿ in length. There were signs of thermal damage present at the end of any tears. No material was found missing. The complaint was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted radical prostatectomy extraperitoneal (with lymphadenectomy) surgical procedure, there was a tear on the insulation at the synchroseal instrument jaw. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the robotics coordinator and obtained the following additional information: the reported issue occurred during a da vinci assisted surgical procedure. No damage happened. They observed the insulation tear while instrument was moving. The issue was identified while dissecting and clamping the tissues during prostatectomy. There was no loss of cautery. There were no signs of thermal damage at the site of insulation damage. The instrument did not collide with any other instrument or tool during the procedure. There were no problems removing the instrument through the cannula. The procedure was completed with another synchroseal. There was no harm or injury to the patient noted. There was a 15 min delay in the procedure. No fragments were noted to have fallen inside of the patient¿s anatomy due to the damage.